Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after anastomosis, there was poor staple formation. Upon conducting surgery to find the source of the bleed, it was discovered that the source of the bleeding was from the lower esophagus or stomach fundus. Clips and sutures were used to manage bleeding and patient had been given fresh frozen plasma(ffp) and tranexamic acid. Blood loss was more than 500cc that required blood transfusion. After the patient's second surgical procedure, the surgeons determined that the bleeding was not caused by poor function of the stapler or staples. Also, some staples had given up because the bleed had caused a swelling, but places in which the staples were still holding proved that they had been well formed. 10 days after the second surgery the patient died. Device was not related to the patient's death.